Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 04/30/2018 and strip open date is 2 weeks ago. Strip storage is correct. Reviewed meter memory: 83mg/dl (B)(6) 2015 09:08:00 pm fasting:yes; 85mg/dl (B)(6) 2015 07:04:00 pm fasting:yes. Customers concern: 83 and 85 mg/dl. Customer states she received a result of 88 mg/dl about 2 weeks ago fasting and performed a back to back blood test using competitors meter and received a result of 127 mg/ dl. Customer states that her normal expected blood results are 100 - 110 mg/dl.